Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that lost image occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified unspecified target vessel. During the procedure, an opticross¿ imaging catheter was used to visualized the target lesion. However, lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that an open hole at the sheath near the lap joint section of the device. Kinks were observed in the telescope assembly at 63 cm from femoral marker to the proximal end and in the sheath assembly at 63 cm from femoral marker to the distal end. Impedance testing shows an electrical open at proximal. During image characterization testing, no image appeared in the system due to electrical open at proximal. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. No imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).